Event description:
Revision surgery due to nickel allergy after about 1 year and 6 months after primary surgery. The surgeon revised the glenosphere to a sensitin glenosphere and the insert to a same size insert. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 14 april 2026 reverse shoulder system 04.01.0119 humeral reverse hc liner d 36/+0mm (k170452) lot. 2409939: (B)(4) items manufactured and released on 05-jun-2024. Expiration date: 2029-may-21. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported events during the period of review. Reverse shoulder system 04.01.0207 lat. Glenosphere 36xd 24.5 (k193175) lot. 2348684: (B)(4) items manufactured and released on 16-apr-2024. Expiration date: 2029-apr-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Reverse shoulder system 04.01.0301 grs baseplate - d 24.5x20 +3mm (k213459) lot. 2308514: (B)(4) items manufactured and released on 24-apr-2024. Expiration date: 2029-apr-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: based on the available information, no definitive root cause can be established. However, the findings are consistent with a local allergic reaction. There is no indication that a device-related issue caused or contributed to the event, and the device history record review did not identify any manufacturing-related issues.